Event description:
Scale readings are inaccurate, no incident reported as a result of this issue. Technician has calibrated the scale and still has weight discrepancies. He found that the base cover was interfering with the weigh frame. Tech removed and reinstalled the base cover to correct this issue.